Event description:
Pc board has burned traces.

Manufacturer narrative:
Our initial visual observation indicates that a pc board trace may have failed resulting in short circuit, sufficient enough to produce arching and the resultant burnt traces. Note: during info retrieval activity associated with responding to an FDA request for add'l info for medwatch 1313850-2006-00004 an error was discovered. A complaint for serial # (B)(4) was closed using the 1313850-2006-00004 medwatch report, therefore, the unit was inadvertently not reported as a separate event.